Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "left side complete deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, one curved opening, one crack opening and total delamination of valve. Leak test and microscopic analysis was performed which identified: one crack opening, total delamination of valve and two openings striated. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve; total delamination of valve due to adhesive failure; two openings striated assessed as surgical damage.

Event description:
Healthcare professional reported, "left side complete deflation." Device has been explanted.